Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by switching from the original tandem charging supplies to non-tandem ones, and the pump began charging without further assistance. Tandem technical support informed the customer about the recommended use of charging supplies and sent replacement tandem wall adapter and charging cable via two-day shipping.